Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it with no recurrence of the malfunction.